Event description:
On 05/07/1997, the facility nurse informed the manufacturer's (MFR) sr. Technical sales specialist that the patient had the device implanted for infusion of antibiotics. The patient had a bag of antibiotics which was gravity fed. The bag of antibiotics was found to be empty for several hours. An attempt to flush the device was unsuccessful. IV therapy was called and urokinase was attempted two (2) times. The patient was said to have a functioning device; however, when the facility nurse saw the device site where it was accessed, she noted that it was swollen, red and fluid was draining around the needle. The facility nurse also stated that the physician had intervened trying to flush the device catheter. The patient was sent for a cath-a-gram where a huge hole was noted in the device catheter, probably caused by excessive flushing of the device. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the device septum showed slits on the silicone surface; however, no internal damage was seen. The 8 1/4" device polyurethane catheter showed "blow out" damage approx. 3/4" from the device bayonet lock. A crimp mark was also seen 2" from the distal end of the device catheter. The device was patent; however, the device catheter (distal to the "blow out" damage) was not initially. When attempting to flush the device catheter retrograde with fluid, the device catheter ruptured/"blew out" 3/8" from the distal end. Patency was restored to the device catheter. Red material which tested positive for blood was collected. The device and remainder of the device catheter withstood a pressure of 60psi with air and fluid (note: the device catheter is rated to withstand a pressure of 40psi). A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the device catheter was noted to have a huge hole" has been confirmed. However, it appears that over pressurization of the device catheter caused the damage found during the MFR's analysis of the device. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.